Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine (10 mg/ml), morphine (1 mg/ml), and fentanyl (5000 mcg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was an inpatient at the hospital due to signs of overdose, so the pump was being decreased 15% and the ptm (personal therapy manager) bolusing was being disabled. It was noted that the patient also took oral meds (which meds was not reported). During the call, the pump was programmed from a dose of 649.2 mcg/day of fentanyl down to 551.2 mcg/day in simple continuous mode for the desired 15% decrease, and the ptm bolusing of ¿39.9 mcg over 2 minutes with 4/24, 4 max, and 3 hour lockout interval¿ was disabled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.